Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse rebooted the unit multiple times and was left running overnight for testing purposes. The performance of the unit was checked with the balloon connected on mains as well as battery, and the unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down suddenly. No patient harm, serious injury or adverse event was reported.